Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for routine follow-up. Upon interrogation, the right ventricular lead exhibited low defibrillation impedance. All other measurements were stable and x-ray revealed no abnormalities. Programming changes were made. Patient was stable and will continue to be monitored.